Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level below 51 mg/dl. Customer was treated with orange juice. Customer stated that there was no issue with insulin squirting out. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was not alleging insulin pump for over delivering. The insulin pump will be returned for analysis. Frn-mmt-332a-rsvr, unomed mmt-399.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. (B)(4).